Manufacturer narrative:
Device used for treatment, not diagnosis. Patient dob and weight not provided for reporting. Date unknown when device malfunctioned. Implant date is unknown. Device was explanted, date is unknown. Complainant part was returned for manufacturer review/investigation the device history records review requested. The investigation could not be completed; no conclusion could be drawn, as product is entering the complaint system. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that the patient had original surgery on unknown date for treatment of a humeral fracture. During the revision procedure, while the surgeon was using the drive shaft instrument to the (ria) reamer irrigator aspirator instrument the drive shaft tip broke off inter-operatively while the surgeon was harvesting bone in the patients left femur bone. Surgeon irrigated the patient¿s femur bone to remove all fragments from the drive shaft¿s broke tip. Surgeon choose another drive shaft instrument to complete the bone harvesting. Revision surgery was completed successfully with a 5-10-minute time delay due to the broken shaft tip. Patient is reported in stable condition. Concomitant device report: [unknown stryker hand drill] (part #: unknown, lot #: unknown, quantity: 1) (B)(4) is for 4.5 mm cortex screw breaking post-implant and (B)(4) was opened for the tip of the ria breaking intraoperatively. This complaint is for one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrx, g5. Part 314.743, lot 9945579: release to warehouse date: june 15, 2016. Supplier: criterion tool & die, inc. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: per the technique guide, during use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The break is located distal to the helix. The helix is intact and shows minimal wear. The complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material. Hardness was not reviewed as the flexible nitinol shaft does not have a hardness specification. The relevant drawings were reviewed. The outer diameter of the shaft was measured and was within specification. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The complaint condition is confirmed as drive shaft was received with a portion of the distal tip, which mates with the reamer head, broken off. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. There were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.